Event description:
It was reported that after the implantation of a monofocal intraocular lens (iol), the patient states that he is unable to see clearly at both distance and near. He needs to hold his phone at arm's length to read it somewhat and experiences halos and ghosting. Additional information revealed that the lens was explanted and replaced with an iol from another company. The patient is now doing well. No further information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: nov 12, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device reveal that the lens was cut in half and coated in an unknown liquid. The lens halves were cleaned revealing no issues that could cause or contribute to the complaint issue reported. The physical characteristics of the received lens was confirmed to match that of a zcb00 model lens. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.